Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals removed, left plunger case broken underneath and dual backlight not functioning. The pump event history log showed a motor rate error. Motor rate error was found during occlusion test. The root cause is normal wear, and the motor assembly and drive train parts are over 10 years old. The technician replaced entire motor assembly (including motor), lead screw, clutch halves, and clutch spring and performed all functional tests which passed.